Manufacturer narrative:
The device in question was returned to mmdg for evaluation of possible volumetric inaccuracy. Mmdg successfully duplicated the complaint, observing the pump over-delivering during a standard volumetric accuracy test. The cause of the pump's volumetric inaccuracy was found to be due to a combination of wear and possible improperly-executed preventive maintenance by a third-party servicer. The device was repaired and returned to the customer. This is a retrospective filing.

Event description:
While investigating the initial reporter's complaint of general volumetric inaccuracy, mmdg's service personnel observed the pump over-delivering during a standard volumetric accuracy test. No patient involvement was reported. (B)(4).